Event description:
Medtronic received information regarding a catheter. It was reported that there were cracks at right angle fixings. This was reported outside of a procedure. There was no patient involved.

Manufacturer narrative:
This event took place in (B)(6). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.